Manufacturer narrative:
The customer reported that repeat testing was performed on another rp 500 to confirm correct results. The cause for the discrepant results is unknown.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.

Manufacturer narrative:
The data files for the instrument involved with this event were provided and siemens reviewed those files. The data indicates that there is evidence of benzalkonium interference on the sodium sensor which caused calibration failures and sensor instability. Benzalkonium is a known interfering substance as listed in the rp500 operator's manual.